Manufacturer narrative:
No known impact or consequence to patient. Material rupture is labeled in the IFU. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
Two advance 35 lp low profile balloon catheters were used in a percutaneous transluminal angioplasty of the superficial femoral artery. It was reported that the first balloon (1820334-2017-03626) burst at the intersection, but was still able to be pulled through the introducer, and removed without difficulty. A second balloon (1820334-2017-03627) ripped apart into two pieces and was retrieved with a snare. According to the initial reporter, a section of the device did not remain inside the patient¿s body, the patient did not require any additional procedures due to this occurrence, and the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, dimensional verification, device history record, instructions for use (IFU), manufacturing instructions, specifications, quality control, visual inspection and functional testing of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for examination. Balloon was separated at the proximal balloon bond into two sections. Both marker bands were present. The catheter shaft was accordion at the distal tip portion under balloon. Proximal and distal measurements of the balloon were out of specification. The balloon burst both radially and longitudinally. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. A review of the device history record of the finished product shows no nonconforming events. There were no other reported complaints for this lot number. The customer stated the balloon was inflated according to packaging. The customer also stated that vessel calcification was present. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. However, it is likely that patient anatomy contributed to the device failure. Appropriate measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.